Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a mechanical failure the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The surgery was a same day surgery and the patient was discharged same day with no complications or infection.